Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The part of the shaft that consists of the shaft polymer extrusion, the stent, balloon and tip was not returned for analysis therefore individual analysis of these profiles cannot be performed. As per complaint report the stent was partially deployed and was left in the patient¿s body. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. It was also noted that the hypotube shaft was broken at 575mm from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The guide catheter was returned for analysis and the inner diameter (ID) was measured which is within the guide catheter ID specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement, partial deployment, and shaft break occurred. Vascular access was obtained via the right femoral artery using a 6f sheath. The 90% stenosed target lesion was located in the distal left main to the ostial left anterior descending (lad) artery. A 3.75 extra back-up (ebu) guide catheter was placed in the left main. Then a non-bsc guide wire was engaged in a large diagonal after repeated attempts to place it in the lad were unsuccessful. Another non-bsc guide wire was placed in the left circumflex (lcx) artery. Thereafter, pre-dilation was performed both in the distal left main into the ostial lad and the ostial lcx with a 2.5x12mm compliant balloon catheter at 8 atmospheres. A 3.50 x 12mm synergy¿ drug-eluting stent was attempted to be deployed across the distal left main into the ostial lad; however, pressure was lost. The entire stent and stent delivery system (sds) was attempted to be withdrawn but the stent remained within the left main stem, partially deployed. The fractured sds was caught in the ebu guide catheter and therefore the entire guide catheter and all the wires were extracted. A new 3.75 ebu guide catheter was positioned in the left main stem and the original stent was attempted to be re-wired, but was unsuccessful. The same large diagonal was re-wired and a 2.5mm x 12mm balloon catheter was advanced, inflated to 12 atmospheres, and pushed the lost stent against the wall of the left main. Then a 3.5 x 12mm non-bsc drug-eluting stent was deployed at 16 atmospheres in the left main stem to proximal lad. The result was good with a widely patent left main to lad and timi iii flow throughout the lad. The lcx remained "pinched" at the ostium. The groin puncture was imaged and deemed suitable to a non-bsc vascular closure device; however, the vascular closure device broke and therefore another non-bsc vascular closure device was used with good result. The procedure was completed and no further patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement, partial deployment, and shaft break occurred. Vascular access was obtained via the right femoral artery using a 6f sheath. The 90% stenosed target lesion was located in the distal left main to the ostial left anterior descending (lad) artery. A 3.75 extra back-up (ebu) guide catheter was placed in the left main. Then a non-bsc guide wire was engaged in a large diagonal after repeated attempts to place it in the lad were unsuccessful. Another non-bsc guide wire was placed in the left circumflex (lcx) artery. Thereafter, pre-dilation was performed both in the distal left main into the ostial lad and the ostial lcx with a 2.5x12mm compliant balloon catheter at 8 atmospheres. A 3.50 x 12mm synergy¿ drug-eluting stent was attempted to be deployed across the distal left main into the ostial lad; however, pressure was lost. The entire stent and stent delivery system (sds) was attempted to be withdrawn but the stent remained within the left main stem, partially deployed. The fractured sds was caught in the ebu guide catheter and therefore the entire guide catheter and all the wires were extracted. A new 3.75 ebu guide catheter was positioned in the left main stem and the original stent was attempted to be re-wired, but was unsuccessful. The same large diagonal was re-wired and a 2.5mm x 12mm balloon catheter was advanced, inflated to 12 atmospheres, and pushed the lost stent against the wall of the left main. Then a 3.5 x 12mm non-bsc drug-eluting stent was deployed at 16 atmospheres in the left main stem to proximal lad. The result was good with a widely patent left main to lad and timi iii flow throughout the lad. The lcx remained "pinched" at the ostium. The groin puncture was imaged and deemed suitable to a non-bsc vascular closure device; however, the vascular closure device broke and therefore another non-bsc vascular closure device was used with good result. The procedure was completed and no further patient complications were reported.